Manufacturer narrative:
(B)(4). Concomitant medical products: 47249532010, znn tibial nail, 63676036, 47249009700, tear drop guide wire 3.0 mm, 63781875. Report source, foreign ¿ events occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 00072, 0001822565 - 2018 - 00074. Discarded.

Event description:
It was reported that the guidewire could not be removed from the nail during surgery because the olive at the tip of the guidewire would not fit through the nail. Another wire was used, and the same issue occurred. Therefore, the error was on the nail. The surgery was completed with a guidewire from a competitor. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a tibial nail procedure, the guidewire could not be removed from the nail during surgery because the tip of the guidewire would not fit through the nail. Another wire was used, and the same issue occurred. The surgery was completed with a guidewire from a competitor. This event caused a delay in the procedure of approximately forty (40) minutes. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Concomitant medical products - 5.0 mm diameter cortical screw - red fixed angle 3.5 mm hex head, cat#: 47248402750 lot#: 63718856, 5.0 mm diameter cortical screw - red fixed angle 3.5 mm hex head, cat#: 47248404050 lot#: 63723370, 5.0 mm diameter cortical screw - red fixed angle 3.5 mm hex head, cat#: 47248403050 lot#: 63733807, 5.0 mm diameter cortical screw - red fixed angle 3.5 mm hex head, cat#: 47248403050 lot#: 63658503, 5.0 mm diameter cortical screw - red fixed angle 3.5 mm hex head, cat#: 47248404750 lot#: 63766376. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.